Event description:
A nurse experienced numbness, tingling, stinging, burning, and whitening of the skin of her fingertips and knuckles while opening a peel pouch that was processed in a load cycled without the vaporizer plate in place. The worker was provided lidocaine cream by the ER physician to numb her symptoms and she applied over the counter lotion to the areas. Her symptoms resolved within one day.